Event description:
It has been reported to philips that the device was not fully powering up. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and confirmed the device would not power up as expected due to the flexvision computer failing. The fse replaced the flexvision computer, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed the host pc was unable to communicate with the flex vision pc due to malfunction of flexvision pc which resulted in the system to stop booting. The philips engineer has replaced flex vision pc and hard drive, changed the epx database, reloaded the software and configured files. After that, the device resumed normal operation. The codes were updated based on the investigation outcome. Evaluation method code was corrected.